Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device, developed an infection. Subsequently, this device and the related leads (medtronic) were explanted. This device is not expected for return. No additional adverse patient effects were reported.